Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system with stent. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination revealed that the first two proximal row of stent struts were flared, bent, and over lapping. Microscopic examination and tactile inspection presented no damage or irregularities to the shafts of the device. Microscopic examination presented no damage or irregularities to the tip of the device. Microscopic examination presented no damage or irregularities to the balloon of the device. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 12 x 2.50mm rebel stent was selected to treat the target lesion but failed to cross the lesion. Upon removing the stent from the patient's body, it was noted that the stent struts had been lifted off of the delivery system. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. A 12 x 2.50mm rebel stent was selected to treat the target lesion but failed to cross the lesion. Upon removing the stent from the patient's body, it was noted that the stent struts had been lifted off of the delivery system. No patient complications were reported and the patient's status was fine.